Event description:
A report was received that a pt's precision system was explanted due to infection at the pocket site. The pt was initially scheduled for lead revision surgery due to lead migration. During the procedure, the physician saw signs of infection and elected to explant the system. The pt is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned for eval, because they were discarded by the medical facility.